Manufacturer narrative:
(B)(4). This report is related to user facility report number (B)(4).

Event description:
The customer reported the tube had a cuff leak during mechanical ventilation. The tube was changed out bronchoscopically. The endotracheal tube was tested under water and air bubbled up from the balloon.